Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly the customer had high ketones and the ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Customer was released on (B)(6) 2023.